Event description:
It was reported to philips that a cable failed during treatment and the monitoring port is worn. It was reported that the customer's initial problem of "cable failure" was observed while in clinical use. However, no adverse patient impact was reported by the customer.